Event description:
The pt witnessed an iron for "antenna too hot" during recharging in (B)(6) 2011. On (B)(6) 2011, it was reported that the pt felt no stimulation sensation in her right leg. The pt normally runs her device at 8.7 volts, and following her recharging issues was unable to feel stimulation all the way up to 10.5 volts. The device was reprogrammed using all electrodes and the pt was able to feel stimulation in the ribcage and left arm area with various combinations, but never in the right leg. The pt had a lead revision on (B)(6) 2011. (B)(6) after the revision, the pt was programmed and the new surgical paddle covered the pt's area of pain. It was reported that the old lead was encapsulated with a lot of scar tissue, and was primarily to the left of the spinal cord. The new lead was midline and to the right of the spinal cord allowing the pt to get good stimulation. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).